Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager (rm) did not open due to dirty microswitch contacts. A field service engineer cleaned and greased the microswitches, adjusted the rm, rebooted the system and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on the infusion center, the medstation refrigerator storage space intermittently failed between medication pulls. Restarted the station temporarily resolved the issue; however, the failed storage space repeatedly repopulated shortly thereafter. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.